Event description:
During the atrial fibrillation procedure, a pericardial effusion occurred which required a pericardiocentesis. While performing brockenbrough with the non-(B)(6) needle (nrg by boston scientific), difficulty was noted, and several attempts were needed to enter the left atrium. When the catheter was inserted into the left atrium and manipulated, the catheter could not be manipulated as expected. The catheter was removed from the patient, and when attempting brockenbrough again, a decrease in blood pressure was noted. Transthoracic echocardiography revealed no pericardial effusion, and there was no increase in the heart rate, so the patient was observed with vasopressors. The blood pressure rose momentarily and then gradually decreased, which occurred repeatedly. Each time this occurred, an echo was performed. After a while, pericardial effusion was diagnosed. The procedure was stopped and a pericardiocentesis was performed. The physician alleges the issue was caused by the transseptal needle. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).